Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that due to high blood sugar she fell off from her wheelchair due to confusion due to bent cannula and was hospitalized on (B)(6) 2024. Patients blood glucose (bg) at the time of issue noticed was 1200bg mg/dl. Patient was administered IV drips & manual injection. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: united states.